Event description:
On 6 september 2021, because of a normal battery discharge and due to a af detected since 2020, the subject ICD was replaced by a new platinium vr 1210, but the connector pin of the atrial lead tilda r53 could not be disconnected from the connector block of the ICD and finally the atrial lead had to be cut. There was not a problem finally since a vr ICD was implanted instead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2021, because of a normal battery discharge and due to a af detected since 2020, the subject ICD was replaced by a new platinium vr 1210, but the connector pin of the atrial lead tilda r53 could not be disconnected from the connector block of the ICD and finally the atrial lead had to be cut. There was not a problem finally since a vr ICD was implanted instead. Preliminary analysis of the returned ICD showed that the atrial hexagon was rounded, which was probably caused by several screwing/unscrewing attempts.